Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was frozen on the blue screen. The technical support specialist (tss) verified that the station was no longer on blue screen, and the medication application was launched fine. Tss identified that the problem was found when the windows updates were applied and failed to location any specific error from backend. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the system froze on the carefusion blue screen. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.